Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient stated her ins was not working. Patient reported having a procedure and it affected the device. No symptoms reported. No further complications reported.